Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) using the retractable l hook at the beginning of the case, the jaws would not open all the way and were difficult or impossible to open. The device was not applied on tissue and did not get stuck. The knife blade was not extended, and it did not protrude beyond the edge of the jaws. The device was plugged into a generator at the time of the event. Another device was used successfully with the same generator. The patient outcome was reported as alive with no injury.